Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a capacitor, designator c25 which was shorted and burned off of the power pcb assembly. The damage caused to the pcb by the shorted and burned capacitor led to the reported failure.

Event description:
It was initially reported that the device had a blank display. There was no patient use associated with the reported failure.upon evaluation by physio-control, it was observed that the device was exhibiting a lock-up failure.